Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
Pump displayed tx error. Event date ¿ (B)(4). How long has the tx been in use? Less than one month, since (B)(6) 2020. Did customer use tx more than 3 months? No. Tx ID/sn (B)(4). Is tx in warranty? Yes. Customer's current weight -162 lbs. Is customer using dexcom mobile app? - no. Resolution - tx within warranty. Cts returned and replaced the tx. Cts to send one- time sensor replacement as caller had to remove sensor prematurely to replace tx. Caller acknowledged and was satisfied. No further action required.